Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: MFR reference report: 1627487-2019-01254, and 3006705815-2019-01109. It was reported that the system was explanted on (B)(6) 2019 due to patient not getting adequate therapy. Reprogramming was attempted without success.

Event description:
Device 2 of 3: MFR reference report: 1627487-2019-01254, and 3006705815-2019-01109.